Event description:
On 5/17/2022, it was reported by a distributor via email that an ar-13995n multifire scorpion tip of the needle broke off in the patient. Surgeon was unable to find the extra piece through direct visualization and through x-ray. This was discovered during an rcr procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.